Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that resistance was felt by the physician when the catheter was inserted into the patient via the femoral puncture. The catheter was removed and it was noted that "some kind of plastic sleeve" was hanging from the distal end of the catheter. Prior to catheter insertion, the associated non-boston scientific transeptal sheath and dilator were flushed with saline. The catheter was exchanged and the procedure was resumed successfully without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection identified some foreign material hanging off the catheter tip. Dried saline was also noted in the luer, shaft, and tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template and both right and left curves passed. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Additional analysis on the foreign material revealed that it is composed primarily of a mix of protein and fatty acids. Low level of calcium carbonate was also observed, however, the cause was not determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that resistance was felt by the physician when the catheter was inserted into the patient via the femoral puncture. The catheter was removed and it was noted that "some kind of plastic sleeve" was hanging from the distal end of the catheter. Prior to catheter insertion, the associated non-boston scientific transeptal sheath and dilator were flushed with saline. The catheter was exchanged and the procedure was resumed successfully without any patient complications.